Manufacturer narrative:
Summary of the analysis: for more details, please refer to the attached report analysis: the review of the patient files revealed abnormal electrical behavior: a low right ventricular lead impedance values of approximately 300 o have been measured and recorded by the device since at least april 2025. Low right ventricular impedance values appear to have been recorded since at least october 2024; the values were associated with isolated dots (200 ohms) around the curve a sudden decrease in ventricular sensing can be observed in early february 2026. This event is associated with a concomitant drop in lead impedance and isolated impedance measurement values. This decrease in ventricular sensing occurs simultaneously with the occurrence of non-physiological electrical noise recorded by the device. These non-physiological signals may result in inappropriate inhibition of pacing in a patient who is approximately 100% ventricular pacing dependent. Based on the available data, the origin of the observed abnormal electrical (non-physiologic signals, low impedance) is unknown as the lead remains implanted. The most hypothesis is a potential issue with the insulation of the atrial lead. Careful monitoring of ventricular lead integrity should be performed to ensure adequate sensing and pacing functionality (see recommendations below). This case is retained and utilized for trending purposes.

Event description:
Reportedly, a pacemaker replacement was performed on (B)(6) 2026, after the replacement, frequent episodes were observed in the ward in which crosstalk occurred immediately following atrial sensing on the epacemaker, resulting in failure of appropriate ventricular pacing and consequent prolongation of the pulse interval. Since these events were less likely to occur during atrial pacing, the device settings were adjusted to a lower rate limit of 95 bpm (the physician decided that lowering the patient¿s intrinsic beats was not desirable, taking into account the potential impact on other comorbid conditions.), atrial output of 1.5 v, and ventricular sensitivity of 6.0 mv, and the patient is currently under observation. An investigation into the cause of these events, along with a response, has been requested.